Manufacturer narrative:
Device manufacture date: 10-feb-2022 added to initial MDR. Claim # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vtich 12.6 implantable collamer lens of 6.0/4.5/157 (sphere/cylinder/axis) was being implanted into the patients left eye (os) on (B)(6) 2023 as an exchange lens. The lens tore/broke during injection/delivery into the eye. On (B)(6) 2023 the lens was implanted,removed and replaced intra-operatively with the initial lens. Cause is user error and the device did not fail to perform as intended.see MFR #2023826-2023-03520 for initial lens.